Event description:
The following journal article from 2006 was reviewed: article citation: ruppert, v., leurs, l., steckmeire, b., buth, j., and umscheid, t. (2006) influence of anesthesia type on outcome after endovascular aortic aneurysm repair: an analysis based on eurostar data. Journal for vascular surgery. 44:1, 16-21. From 1997 to 2004, 5557 pt underwent endovascular aneurysm repair in 164 centers which were enrolled in the registry. This article reviewed this registry for influence of anesthesia type on pt outcome. Ancure grafts were represented in 71 of the 5557 patients.

Manufacturer narrative:
The product performance issues reported in the case study were: additional surgical procedures: additional procedures included percutaneous transluminal angioplasty, stent for stenosis, endartectomy, iliofemoral bypass and femorofemoral bypass. Endoleaks. Device related complications: failure to complete procedure, arterial complications, and complications from operation to discharge. Systemic complications: cardiac, pulmonary, renal and sepsis. Procedure and device related complications. Access site and lower limb complications. Early death, early conversion, early rupture, as part of our investigation, attempts to obtain specific details from the author regarding the ancure devices and any associated complications were unsuccessful. We are filing an MDR at this time since we cannot definitively refute the possible involvement of the ancure device nor confirm these events have been previously reported.